Event description:
It was reported that the patient presented for routine follow-up post implant of cardiac monitor. Upon interrogation, the device was exhibiting intermittent sensing; false positive episodes including pauses were noted. The patient was asymptomatic. Programming changes were performed to resolve the intermittent sensing.